Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not delivering medication. No patient injury was reported.

Manufacturer narrative:
B5: additional information received via email from customer and attached in complaint: for pump 1224949, issue occurred on (B)(6) 2022 during infusion but wasn't noticed until bag change by nurse. New pump was sent out for remaining dose. For pump 1218751, issue occurred on 5/5 during infusion but again wasn't noticed until bag change at end of infusion. New pump sent out to patient. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. No device problem was found. Preventive action was taken. Replaced the expulsor for preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.